Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) was removed and replaced as it was not working properly. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) balloon underwent a thorough analysis. The component was microscopically inspected, leak and functionally tested. Microscopic evaluation identified a v-shape tear on the balloon shell; therefore, the component was not leakage and functionally tested. Based on the information available and analysis results, the tear identified in the balloon could have caused or contributed to the reported clinical observation of mechanical issue.

Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) was removed and replaced as it was not working properly. There were no patient complications.